Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact details: (B)(4) mph (B)(6).

Event description:
The complaint/event involved a tego® connector. It was reported that upon starting hemodialysis, a microbubble was identified from the arterial tubes. The pump stopped and the tego cap was changed right away. Once the tego was changed, the issue was resolved. There was no report of human harm as a result of the complaint/reported event.

Manufacturer narrative:
The following was provided by the customer for investigation: -one used list #d1000, tego¿ connector, appx 0.05 ml; lot #13684637. A single used d1000 tego connector was returned for investigation. The used d1000 tego connector was pressure and vacuum leak tested to look for any indication of air infiltration. No leakage was observed. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18dec2023 corrected information can be found in d2a - common device name.